Manufacturer narrative:
There was no death or device malfunction associated with either inappropriate defibrillation event. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 01/23/2013, electrode belt sn (B)(4): 10/29/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use. During the first treatment event, the patient pressed the response buttons after the treatment was delivered. The response buttons functioned appropriately. During the second treatment event, the response buttons were not pressed. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
On (B)(6) 2017, zoll received a download that a patient had experienced two inappropriate defibrillation events that were not previously reported. On (B)(6) 2017, the patient experienced an inappropriate defibrillation event consisting of one shock. The rhythm at the time of the shock was sinus tachycardia at 110 bpm with motion artifact. Motion artifact contributed to the false detection. The post-shock rhythm was sinus tachycardia at 110 bpm with motion artifact. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient continued to wear the lifevest. The patient did not report being treated. On (B)(6) 2017, the patient experienced another inappropriate defibrillation event consisting of seven inappropriate shocks. The shocks were delivered between 21:01:07 and 21:14:35 on (B)(6) 2017. The rhythm at the time of the first shock was sinus tachycardia at 130 bpm with motion artifact. The post-shock rhythm was sinus tachycardia at 140 bpm. The rhythm at the time of the second shock was sinus tachycardia at 140 bpm with motion artifact. The post-shock rhythm was sinus tachycardia at 140 bpm. The rhythm at the time of the third shock was sinus tachycardia at 145 bpm. The post-shock rhythm was sinus tachycardia at 135 bpm. The rhythm at the time of the fourth shock was motion artifact. The post-shock rhythm was sinus tachycardia at 140 bpm with motion artifact. The rhythm at the time of the fifth treatment was sinus tachycardia at 140 bpm with motion artifact. The post-shock rhythm was sinus tachycardia at 150 bpm with motion artifact. The rhythm at the time of both the sixth and seventh shocks was motion artifact. The post-shock rhythm of both shocks was motion artifact. Motion artifact contributed to the false detections. The response buttons were not pressed during the entire treatment event. The patient continued to wear the lifevest. The patient did not report being treated. It was reported that after one of the treatment events the patient was taken to the emergency room and then later released. Additional information surrounding the two treatment events is unknown at this time. There was no death or device malfunction associated with either inappropriate defibrillation event.